Manufacturer narrative:
Zip code: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was deflation.

Event description:
Healthcare professional reported right side saline deflation. The device has been explanted.

Event description:
Healthcare professional reported right side saline deflation. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: brown particle in the fill channel, brown particle in the inner surface, creases flat, wear abrasion and delamination diaphragm valve. Leak test was performed and found delamination in diaphragm valve. A microscopic analysis was performed which identify delamination total of the diaphragm valve. Based on the device analysis the final assessment is: delamination total of the diaphragm valve assessed as adhesive failure.

Event description:
Healthcare professional reported right side saline deflation. The device has been explanted.